Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level and high ketones. Cause was unknown, and a specific bg value was not provided. A bolus was delivered to address bg level. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Device not returned.